Event description:
It was reported by service report that there was no brake function and the bed could not be calibrated. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the four casters malfunctioned and had to be replaced. The linear position sensor failed.